Event description:
During a laparoscopic gastric bypass procedure, the surgeon went to fire the device and heard a loud crunch sound. The device partially cut and stapled. There was no patient consequence.